Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device lot number. Therefore, the expiration and device manufacture dates are unknown. Block h6: clinical code e0506 captures the reportable event of hemorrhage/bleeding. Medical device problem code a1502 captures the reportable event of gel misplaced, non-vascular. Evaluation conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that spaceoar was implanted during a spaceoar placement procedure performed in (B)(6) 2020. The placement went very smoothly. There was no resistance with hydrodissection and the placement looked good on the ultrasonogram (us). The patient had discomfort and went away after three days. The patient came back to the hospital with blood in his rectum. A flexible sigmoidoscopy was performed and the gastroenterologists saw the hydrogel was on the anterior rectal wall. Anticoagulants are being held. The patient had been very constipated and was on stool softeners. Based on the gastrointestinal (gi) review patient has a very thin layer of mucosa over the spaceoar and there was some fibrinous exudate. Patient was having some blood clots in the rectum but was no longer actively bleeding. Additional information received on august 16, 2021, stating that the patient is doing fine.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number. Therefore, the expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that spaceoar was implanted during a spaceoar placement procedure performed in (B)(6) 2020. The placement went very smoothly. There was no resistance with hydrodissection and the placement looked good on the ultrasonogram (us). The patient had discomfort that resolved after three days. The patient came back to the hospital with blood in his rectum and continuous bleeding. The patient was sent to the emergency room (ER). A flexible sigmoidoscopy was performed and the gastroenterologists saw the hydrogel was in the anterior rectal wall. Anticoagulants were being held. The patient had been very constipated and was on stool softeners. Based on the gastrointestinal (gi) review, the patient has a very thin layer of mucosa over the spaceoar and there was some fibrinous exudate. Patient was having some blood clots in the rectum but was no longer actively bleeding. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.